Event description:
As reported by the user facility: (B)(4). Over infusion of dopamine. Pump was on standby but clinician noted flow, pt's blood pressure was affected, other clinical details unk.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). In a f/u call with the facility, the reporter stated there was no add'l info available at this time; he is waiting for the report from the nurse who was involved. The investigation on the device is ongoing at this time. A f/u report will be provided after the inspection results are available.